Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist reported a pt reported being very light sensitive, and was diagnosed with transient light sensitivity syndrome (tls), and corneal haze approximately 5 weeks post lasik surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.